Event description:
Staar surgical rep. Stated that the surgeon attempted to implant a aa4204vf plate silicone lens. The lens tore prior to insertion into the eye. No patient injury. It was unknown what caused the lens to tear. The injector and cartridge model and lot numbers were not specified by the facility.